Manufacturer narrative:
Additional information: the wire fully detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a plaque lesion in the distal right superficial femoral artery using the spider fx embolic protection device, a kink was noted at the mid wire during the procedure and the wire snapped along the break point, which appeared to be due to physician mishandling. It did not have an impact on patient treatment. Artery diameter reported as 6mm. The vessel was post-dilated. There was no resistance encountered when advancing the device. The instructions for use were followed without issue. The device was safely removed from the patient, and the procedure was completed using a new non-medtronic device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was decontaminated with a cidex opa solution and a tergazyme soak. Catheter was not present alongside filter wire. Biologics observed on filter basket. Flexible connector within filter basket deformed. Floppy tip deformed/kinked. Capture wire kinked. Break point of filter wire where detachment occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.